Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a debridement of tendon vascular nerve exploration procedure on (B)(6) 2025 and suture was used. During the procedure, the patient was admitted to the hospital for treatment due to pain, bleeding, and limited mobility for 3 hours after a right-hand trauma. The diagnosis was "open wound of the right hand", and the patient underwent surgery. During the surgery, the problem of pulling off suture needle happened, and a new suture was immediately replaced. No adverse patient consequences were reported. Additional information was requested.